Manufacturer narrative:
Result: erroneous results generated.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneously high triglyceride (tg) results for six patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. The customer stated that there were no reports from physicians that patient treatment was impacted based on the erroneously high tg results. The customer reported that a new tg reagent pack was loaded onto the analyzer. The customer attempted to calibrate the tg assay but it failed twice. The customer replaced the sample probe then successfully calibrated the tg assay. Quality controls were assayed and all results were within the laboratory's established ranges. The six patient samples were re-assayed for tg which yielded lower expected results. These corrected lower results were reported. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse confirmed that the sample probe was replaced and that the instrument was performing within specifications.